Event description:
Boston scientific crm received information that this lead had dislodged. The lead was surgically abandoned and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced.